Event description:
It was also reported that the left ventricular lead showed high impedance due to the pacing polarity being tip to right ventricular coil, with the right ventricular coil being fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.